Manufacturer narrative:
The account found the scale had been zeroed with the pt in the bed, user error. Per the hill-rom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the hill-rom user manual, if the bed exit alarm does not arm and all three mode indicators are flashing, remove the pt and zero the bed exit system. The account stated the bed was zeroed to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported a pt exited the bed and the pt position module did not alarm. No pt injury reported.